Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of displaying a patient circuit disconnect alarm was confirmed. The asp also observed that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. The asp then replaced the internal flow transducer (ift) to resolve the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported and observed issues was the ift. H3 other text : serviced by asp.